Event description:
Patient on stretcher with side rails up times 2. Found with right shoulder and arm through side rail with head and neck between first vertical bar on side rail and mattress. Patient's neck was wedged in as to cause asphyxiation. Patient found with no pulse or respirations. Resuscitated and admitted to facility in critical condition. Patient expired. Upon evaluation of stretcher, the biomedical technician observed side rails loose on stretcher.